Event description:
During use on dilation & curettage, a piece of the loop portion on the clamp fractured off. The broken piece was retrieved. There was no pt injury as a result of the clamp breakage.